Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl, 117 mg/dl and 144 mg/dl. The customer was treated with pump. The customer stated that the pump and received an error. The customer declined troubleshoot high blood glucose. The insulin pump will be returned for analysis.